Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to motor stall. The patient heard the pump alarm so they read it and found a motor stall had occurred a few hours earlier. The hcp updated the pump a couple of times thinking it might restart the pump. It was verified that the patient did not have any MRI or any other known reason for stall. The patient was not near any electromagnetic interference (emi). The patient was not having symptoms at the time of report. The stall never recovered, "stopped pump period may exceed tube set" occurred. It was unknown if there was more than one stall. The cause of the stall was not determined. The patient required hospitalization, replacement, and medical intervention. It was noted that the "pa had to get the patient on I or that's what he said." The pump was replaced on (B)(6) 2014. The patient status as of (B)(6) 2014 was "alive-no injury." The pump system was delivering bupivacaine, compounded baclofen, and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Analysis of the pump (B)(4) revealed pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a pump motor gear train anomaly involving a stall due to gear wheel 3.

Manufacturer narrative:
Concomitant medical products: product ID 8700a, lot# j94137329, implanted: (B)(6) 1994, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.